Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to becoming fractured at the site. Tooth #19.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Pre-existing conditions were noted on the per was smoker/tobacco use. The reported device was location is #19 and was used for approximately 9 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) DHR review: DHR review was completed for the subject lot number (61876571). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (61876571) for similar event and no other complaint was identified. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed for implant.